Event description:
N/a

Manufacturer narrative:
Additional information: d4, d10, g4, g7, h2, h3, h6, h10. UDI #: (B)(4). The device was returned for evaluation. The device hisory record (DHR) showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The swivel base had movement while in the locked position and the plunger assembly was loose. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00488.

Event description:
This 1 of 2 reports. A customer reported that the a1059 mayfield modified skull clamp knob was loose. And needed to be tightened. There was no known patient injury or surgery delay.